Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of loose drive support cap. The customer's blood glucose level at the time of incident was 150mg/dl. The customer states they are able to push the cap back in, and it made a cracking noise. The customer was advised to discontinue use of the device, and that it would have to be replaced and returned for analysis. The customer declined continuation of therapy pump. The customer states they will be seeing their health care provider soon, and will speak options with them. Nothing is being returned or replaced at this time,